Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The user facility reported that during impella 5.5 support a nurse contacted the local team noting a drop in purge flow and an increase in impella flow. The local team reviewed the waveforms and events with csc, and it was determined that most likely there was biomaterial or clot ingested. Both the intensivist and cardiologist were notified and were advised of the findings. The device was removed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for investigation. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Saturated pump flow: data logs were reviewed and real time (rt) log at time of reported issue showed suction alarms with a slight and gradual saturation in pump flows. Approximately 20 minutes later, a small motor current spike followed by more saturated flows was observed. Additionally, a drop in purge flow and increase in purge pressure occurred at the same time. Saturated flows were able to resolve after about 3 hours when p-level was lowered to p-2 then immediately turned back up to p-5. The cause of the saturated flows were due to biomaterial ingestion based on returned data log analysis. Device history lot : device lot: 1931548. Device history batch : subcomponent lot: n/a. Device history review: the device passed all the post sterile inspection check.